Event description:
Reported in journal article, pseudoaneurysm of the thoracic aorta presenting with angina: a late complication of aortic valve replacement", heart, 1998; 79 (3):310. Case study of 52 year-old male with aortic regurgitation caused by endocarditis underwent aortic valve replacement with a medtronic-hall prosthesis. Six years post-implant the pt presented with exertional chest pain. CT scan demonstrated a pseudoaneurysm of the thoracic aorta that was largely obliterated by thrombus with erosion of the sternum.